Manufacturer narrative:
(B)(4). New die-cast drives were designed and released for usage on the cell-dyn 1800 and cell-dyn 1700 instruments in the year 2005. The 10 ml diluent syringe, list number 04h36-01, was incorrectly listed as the replacement syringe with the new die-cast drives. Customers were unable to order the proper syringe with the thicker spacer to prevent the tolerance stack-up issue as a list number had not established for the syringe. Effective (B)(4) 2009, the 10 ml diluent syringe drive with the 0.25-inch thick washer was released under list number 09h35-01 for distribution as a drop-in replacement for the syringe and a product information letter was issued to inform new customers of the correct part number to order. A field communication was issued on (B)(4) 2009 to all affected customer to provide information regarding the issue and the correct syringe part number to order. The investigation concluded that the issue occurred due to an open loop process, which did not include adequate checks and balances to ensure items identified on a change impact assessment form were addressed via an engineering change order. The current process has been revised to prevent this issue from recurring. This is the final report.

Event description:
The customer stated diluent empty alarms began occurring on the cell-dyn 1800 analyzer after performing routine maintenance. The diluent syringe was cracked and leaking. Field service replaced the diluent syringe. No impact to patient management was reported.